Event description:
Trainer reported that customer was hospitalized due to dka. Trainer stated that insulin was cloudy. All troubleshooting was done with trainer, they had no clamp to perform the hp test. The trainer was advised that a replacement will be sent.